Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's implantable cardiac monitor presented remotely with t-wave over-sensing. No changes were reported. There were no patient consequences.